Manufacturer narrative:
Quality safety evaluation received on 10-oct-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar adverse event case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain amongst other non serious events. Plaintiff was scheduled to have a hysterectomy to remove the coils at the end of (B)(6) 2016. Abdominal pain is listed in the reference safety information for essure. After essure insertion, abdominal, back, pelvic and uncharacterized pain may occur. In this particular case, the event started after essure insertion. Considering the temporal relationship and the event's nature, causality with essure cannot be excluded. This case was regarded as incident, since a surgical intervention will be required. According to technical analysis, a quality defect was not confirmed but considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), uterine perforation ("perforation (uterus)") and device expulsion ("essure device location of device: uterus") in a 28-year-old female patient who had essure (batch no. A14898) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's concurrent conditions included body mass index normal. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 5 days after insertion of essure, the patient experienced migraine ("migraines"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). On (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia") and weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menses"), hypersensitivity ("allergic reactions"), pelvic pain ("pain"), fatigue ("fatigue") and abdominal pain upper ("stomach pain"). The patient was treated with surgery ((B)(6) 2017 (hysterectomy with bilateral salpingectomy) and surgery ((B)(6)2017 (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, uterine perforation, device expulsion, menstruation irregular, hypersensitivity, allergy to metals, vaginal haemorrhage, menorrhagia, headache, nausea, dysmenorrhoea, dyspareunia and abdominal pain upper outcome was unknown and the migraine, pelvic pain, fatigue, weight increased and alopecia had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: the event abnormal vaginal bleeding, menorrhagia, headaches, nausea, dysmenorrhea, dyspareunia, pain, fatigue, weight gain, hair loss, stomach pain, essure device location of device: uterus, perforation (uterus), essure confirmation test not done added from pfs and concurrent condition,reporter added. Lot number added. She was recovered from weight gain, hairloss,pain,migraines. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device expulsion ("essure device location of device: uterus") and abdominal pain ("abdominal pain") in a 28-year-old female patient who had essure (batch no. A14898) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's concurrent conditions included body mass index normal, vomiting, helicobacter pylori associated gastrointestinal disease, gastrointestinal infection, emesis bloody, barrett's oesophagus, back pain, vaginal infection, fibroids, bacterial vaginosis and yeast infection. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 5 days after insertion of essure, the patient experienced migraine ("migraines"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). On (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia") and weight increased ("weight gain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menses"), hypersensitivity ("allergic reactions"), pelvic pain ("pain"), fatigue ("fatigue"), abdominal pain upper ("stomach pain") and abdominal pain lower ("cramping"). The patient was treated with surgery ((B)(6) 2017 (hysterectomy with bilateral salpingectomy), essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device expulsion, abdominal pain, menstruation irregular, hypersensitivity, allergy to metals, vaginal haemorrhage, menorrhagia, headache, nausea, dysmenorrhoea, dyspareunia, abdominal pain upper and abdominal pain lower outcome was unknown and the migraine, pelvic pain, fatigue, weight increased and alopecia had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had no bugs problems and its been a year now. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via social media: cramping. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2018: social media report received. New event "cramping" was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff/ plaintiff's family in united states on 06-sep-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012. After the procedure, she began to experience symptoms that included, but are not limited to, abdominal pain, irregular menses, migraines and other allergic reactions associated with a nickel allergy. In (B)(6) 2015 the plaintiff visited the physician who recommended a hysterectomy to remove the coils. Plaintiff is currently scheduled for hysterectomy at the end of (B)(6) 2016. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain amongst other non serious events. Plaintiff was scheduled to have a hysterectomy to remove the coils at the end of (B)(6) 2016. Abdominal pain is listed in the reference safety information for essure. After essure insertion, abdominal, back, pelvic and uncharacterized pain may occur. In this particular case, the event started after essure insertion. Considering the temporal relationship and the event's nature, causality with essure cannot be excluded. This case was regarded as incident, since a surgical intervention will be required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device expulsion ("essure device location of device: uterus") and abdominal pain ("abdominal pain") in a 28-year-old female patient who had essure (batch no. A14898) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's concurrent conditions included body mass index normal, vomiting, helicobacter pylori associated gastrointestinal disease, gastrointestinal infection, emesis bloody, barrett's oesophagus, back pain, vaginal infection, fibroids, bacterial vaginosis and yeast infection. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 5 days after insertion of essure, the patient experienced migraine ("migraines"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). On (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia") and weight increased ("weight gain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menses"), hypersensitivity ("allergic reactions"), pelvic pain ("pain"), fatigue ("fatigue") and abdominal pain upper ("stomach pain"). The patient was treated with surgery ((B)(6) 2017(hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device expulsion, abdominal pain, menstruation irregular, hypersensitivity, allergy to metals, vaginal haemorrhage, menorrhagia, headache, nausea, dysmenorrhoea, dyspareunia and abdominal pain upper outcome was unknown and the migraine, pelvic pain, fatigue, weight increased and alopecia had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.